Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shortness of breath (sob). Technical services (ts) was consulted and discussed stored device data. Ts noted this crt-d system exhibited high out of range impedance measurements for its left ventricular (lv) lead. Additionally, some noisy signals for its right atrial (ra) channel were oversensed, with electromagnetic interference (emi) suspected. This device remains in service. No adverse patient effects were reported.